Event description:
Analysis of the returned generator was completed on (B)(4) 2014 which found no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery showed a non-ifi condition and 26.588% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Patient passed away on (B)(6) 2013 and the believed cause of death is sudep. Believed relationship between vns and death was reported as not related. The patient was found by her mother in the morning in bed in "cardiopulmonary arrest" status. The patient also experienced repetitive aspiration pneumonia recently. Follow up with the physician found that he was unsure if the aspiration pneumonia was related to the death or vns, because the cause of death was sudep. The aspiration pneumonia was first observed in (B)(6) 2013. It is not clear because, the aspiration pneumonia was observed at a different hospital. The patient was hospitalized at the other hospital as intervention, but the symptom had happened repeatedly. No other information was provided. The vns generator was explanted on (B)(6) 2013. The explanted device was returned to the manufacturer on (B)(6) 2013. Product analysis of the lead found that, other than typical wear and explant related observations, no anomalies were identified in the returned portion of the lead. It was noted that only a portion of the lead (excluding the electrode array) was returned for analysis.